Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed t4. The device was evaluated upon receipt. Tank harness had a bad thermistor. Replaced tank harness. Installed test circulation pump to fill during decon, however this failure was not reproduced during servicing. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device getting an alarm 77 (non-recoverable system error chiller water temperature sensor out of range ¿ high resistance). Discussed this was indicative of a failed t4 thermistor and would need a tank harness replacement. They stated no loaner was needed and they already had packaging equipment to return the device in. Per sample evaluation results on 01nov2024, it was reported they installed test circulation pump to fill during decon. Per follow up information received on 04nov2024, it was reported that the sample received. No patient involved at the time of the malfunction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device getting an alarm 77 (non-recoverable system error chiller water temperature sensor out of range ¿ high resistance). Discussed this was indicative of a failed t4 thermistor and would need a tank harness replacement. They stated no loaner was needed and they already had packaging equipment to return the device in.